Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent an endovascular procedure to repair an abdominal aortic aneurysm pending rupture and a right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses. At the conclusion of the procedure a slight type ii endoleak was observed around the trunk-ipsilateral leg component. The patient tolerated the procedure and the type ii endoleak will be monitored by the physician. On an unknown date, follow-up imaging confirmed that the type ii endoleak persisted and there was enlargement of the aneurysm (amount unknown). The physician elected continue to monitor the patient. On (B)(6) 2018, the patient presented to the hospital with an abdominal pain. Computed tomography angiography (cta) showed rupture of the aneurysm. The type ii endoleak was determined originate from the iliac circumflex artery, and the ilio-lumbar artery was coil embolized. Additionally, the embolization of the aneurysm sac was performed using n-butyl-2 cyanoacrylate (nbca). The patient tolerated the procedure.